Manufacturer narrative:
Unknown; no information has been provided to date. The device was received for evaluation. Service history review identified that the device was last serviced (B)(6) 2023 for an issue related to ¿screen scratches¿. Visual and functional tests were performed, and the customer's reported problem was not duplicated. However, the functional test found error code 112. The most probable cause for "system fault" is error code 112 which would be due to an intermittent motor. In order to correct the problem, the motor was replaced as well as the housing seal, keypad and rear label. The device has since passed all functional tests.

Event description:
It was reported that there was a system fault. The event occurred during testing. There was no delay in therapy. There was no physical damage and no customer damage reported. There was no patient involvement, and no harm/adverse event was reported.